Event description:
It was reported that blood was filling the contamination shield during open cardiac chest massage. It was reported that the patient later expired. The relationship of the device to the patient's expiration is unknown.